Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that a patient¿s first implant had failed after 9 months. It was stated that it wasn¿t the rechargeable kind and that it just stopped working. It was reported that she was using it at 3 or 4 volts ¿not very high¿. It was stated that she had been told that she was using it a lot and that ¿sometimes they can fail¿.